Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient experienced extreme drowsiness and disorientated after pump refill on (B)(6) 2013. When the patient got home after pump refill he experienced extreme drowsiness and difficulty being aroused. He was able to push his life alert button where emt's came out to evaluate. The emt¿s came to the conclusion that his episode was caused by a overdose at the pump refill. The patient was never taken to ER by the paramedics. On (B)(6) 2013 after re-interrogating the device, the amount of medication was normal. The patient¿s medication was decreased by 10% on (B)(6) 2013 and the patient was told to visit his pcp for further workup to possibly find out what caused the drowsiness. A cap (catheter access port) contrast study was done (B)(6) 2013 and it also came back normal, with the device in good working order. It was indicated that it possibly related to device/ therapy and drug. The severity was indicated as moderate. The outcome was noted as resolved without sequelae on (B)(6) 2013. The pump was used to deliver dilaudid, clonidine and bupivacaine. Additional information later reported the patient experienced possible drug side effects.